Event description:
Cook endoscopy was notified of this event through a pmcf study report. The pmcf presents a retrospective review of data from an observational post-market study of patients treated with instinct plus endoscopic clipping devices extracted from existing databases in the us. Please see below for relevant excerpts of the report. Index procedures for study device placement included in the report span from 2021 through 2022. "Device related adverse events are [listed below]... The majority of these events were bleeding post-procedure or symptoms of post-procedure bleeding 90% (9/10). One superficial mucosai injury was noted due to the passage of the clip in the oropharynx, although the patient also had an over the scope (ots) clip used during the procedure and there is a high likelihood the injury was caused by the ots clip. No significant treatment was required for most of these events with a single patient receiving bipolar cautery treatment for bleeding resolution..." Device related adverse event patient ID 2- used for prophylactic clipping- ae= melena. Resolution= resolved without therapy patient ID 57- used for prophylactic clipping- ae= post-procedure bleeding. Resolution= resolved without therapy patient ID 61- used for hemostasis. Ae= esophageal ulcer, clot overlying a small vessel observed at endoscopy. Resolution= resolved without therapy patient ID 193- used for hemostasis. Ae= melena. Resolution= resolved without therapy patient ID 197- used for hemostasis. Ae= post procedural bleeding. Resolution= resolved without therapy it was not stated in the study that an unintended section of the device remained inside the patients' bodies. It was stated in the study that the bleeding events were resolved without therapy.

Manufacturer narrative:
510(k): k212323 investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, a device failure was not reported. The instructions for use (IFU) states, "potential complications associated with gastrointestinal endoscopy and endoscopic hemostasis include, but are not limited to: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest, hematemesis, transient dysphagia, aspiration pneumonia, wound dehiscence, minimal acute inflammatory tissue reaction, transitory local irritation, migration of clip into the bile duct, and anatomy disruption." Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.